Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting relief of right sided pain. The patient underwent a revision procedure wherein a new paddle lead was added. The patient was doing well postoperatively. Nothing was removed.